Event description:
It was reported the pt was experiencing discomfort at the ipg site due to the size of the ipg. As a result, the pt's ipg was explanted and replaced with a different model. The replacement ipg resolved the pt's issue and the pt is doing well.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.